Event description:
It was reported that the patient came into the emergency room. The ICD was checked, and the impedance was found to be greater than 9999 ohms. There was also no capture in both bipolar and unipolar. Additional information was received that the lead was capped due to fracture found on x-ray. The patient stated that he was using a drill with his elbow elevated above his shoulder and applying pressure when his symptoms returned. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.